Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged and was repositioned. Additional information indicated that the patient complained of muscle stimulation. This lead exhibited non-capture and was not sensing. An x-ray was performed. This lead remains in service. No additional adverse patient effects were reported.